Event description:
It was reported that during the right hemicolectomy, during the mobilization of the right colon the shear locked up and would not function properly. Many attempts were made to troubleshoot, but could not resolve the issue. A new shear was opened and used to complete the case. No pt consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."